Event description:
It was reported that during a lead extraction procedure to remove an rv ICD lead, a tear to the innominate vessel occurred. Reportedly, extraction was being attempting with the use of a 13f tightrail device. The physician attempted manual dissection with the device outer sheath which caused a 2cm tear to the innominate vessel. The surgeon successfully repaired the tear since the patient's chest was already open for a valve replacement.